Event description:
It was reported that at least five (5) minicaps were missing the sponge. It was further stated that the sponges were not in the packaging. This was observed prior to use of the devices for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Event date: the events occurred on unspecified dates in (B)(6) 2021. The devices were discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.